Event description:
It was reported that during a gastric tube formation procedure, the staples, which were on the proximal side of the cut line, were malformed at the ninth firing. The dr commented that the knife did not cut properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.